Event description:
The hcp reported the pt had been experiencing a loss of efficacy. The pump had been infusing morphine 50mg/ml. A granuloma was detected at the tip of the catheter. The pump was filled with preservative free saline on 9/8/2006 and programmed to run at a minimum flow rate. The distal section of the catheter was replaced. A f/u report will be sent when add'l info is rec'd.